Event description:
It was reported that a patient presented to clinic for device upgrade. Device interrogation revealed oversensing noise on the atrial lead resulting in inappropriate mode switch. It was noted that the atrial lead was dislodged. The physician elected to cap and replace the atrial lead on (B)(6) 2022. The patient condition was stable.